Manufacturer narrative:
The reported lot # 7210659 was not found for the reported catalog # 367858. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield on the bd vacutainer® k3e plus blood collection tube had collapsed. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the shield on the bd vacutainer k3e plus blood collection tube had collapsed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that the shield on the bd vacutainer k3e plus blood collection tube had collapsed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to the hemogard shield as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for a molding issue with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the shield on the bd vacutainer® k3e plus blood collection tube had collapsed. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Medical device lot #: 7210659.